Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record could not be performed since the lot number was not legible. The device was not returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the cause for the described damage is very likely a user error / improper handling by the customer, in combination with wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cautery connection socket of the cable is broken. The issue occurred during receipt inspection. There were no reports of patient harm.